Manufacturer narrative:
Device was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime test due to faulty force sensor resistor. No unexpected failed battery test alarm noted. Device had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip. Unable to verify missing/came out battery cap o-ring due to no battery cap received with device. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm after the battery compartment was damaged. Customer's blood glucose was 151 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.